Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the guidewire was trapped inside the puncture needle and deforming was observed. The needle was needed to be removed and required a new venipuncture. They replaced the catheter as the intervention/treatment required as the result of the event and to resolve the issue. The procedure was completed, there was no blood loss, and blood transfusion was not required. Nothing unusual was observed on the device prior to use, there were no other defects/damages found on the device, there was no damage to the catheter itself, and there was no medical intervention done to the patient. The catheter was not repaired, there was no leak, tego was not utilized, and there was no luer adapter issue. It was also stated that there were no patient symptoms or complications associated with this event, there was no medical or surgical intervention needed to prevent a permanent impairment of a function, and the event did not lead to or extend patient hospitalization. There was no reported patient injury.